Manufacturer narrative:
Approximately 2 cm of the catheter was returned. The catheter was patent but did not meet the requirements for leak testing due to damage. The proximal end of the catheter was observed to be jagged. It is unknown how or when this damage occurred. The instructions for use that accompany the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears¿. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with an edm ventricular catheter on (B)(6) 2015 due to intracranial hematoma. According to the report, during explant surgery on (B)(6) 2015, the catheter was found to be transected and approximately 2-3 cm of the catheter remained in the patient's ventricle. Reportedly, revision surgery was performed to remove the fractured section of catheter and skull repair surgery was also performed at that same time. It was reported that there was no injury to the patient and that the patient's current status was normal.